Manufacturer narrative:
Investigation of the device revealed that the guidewire was broken at approx.5mm from tip end. Close observation of the breakage site revealed the trace of breakage due to rotational force. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. With the obtained information and the outcomes of the investigation of the returned device, it is inferred that rotational manipulation was continuously applied to the guidewire of which distal end was trapped in the calcified lesion, force of rotation was accumulated, and the guidewire was broken off when the accumulated force exceeded the product design limit. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction.

Event description:
Reportedly, to treat a heavily calcified 90-99% occluded lesion in sfa, subject guidewire was advanced to the lesion by retroactive approach. During attempt of crossing lesion, it was notices that the tip of guidewire got stuck in the lesion and was giving irregular response. Upon removal of the guidewire, tip breakage occurred. A new guidewire was used instead ant stent deployment was performed to treat the lesion as well as to fix the broken fragment of the guidewire against the vessel wall.

Manufacturer narrative:
(B)(4).